Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the self-test failed. The device was delivered to the repair facility for testing and repair. The fse evaluated the device at the repair bench facility. It was determined that this was a malfunction of the processor assembly, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor assembly. The reported problem was confirmed. The fse replaced the processor assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.